Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 374 mg/dl at the time of incident. The customer's blood glucose was 248 mg/dl at the time of hospitalization. The customer's blood glucose was over 500 mg/dl at the time of call. The customer stated that they were nauseous. The customer stated that they were given manual injection to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The reservoir will not be returned for analysis.